Event description:
A surgeon reports a pt with a central island and loss of bcva in the left eye following "prk" surgery. Pt records were provided and indicated this pt's bcva decreased 2 lines at the 1.5 m onth post-op visit. The surgeon noted a trace amount of anterior stromal haze nasally inferior to the visual axis. He also noted irregular astigmatism/central island-like configuration that continues to improve. The latest topographies provided do not show central islands.